Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not received for analysis (not explanted), no further investigation is possible at this time. The manufacturer attempted to retrieve additional information on this event, but no further information was provided to date. Based on the available information, it is not possible to draw a definitive conclusion to the reported event. However, from the document review performed, no manufacturing deficiencies were identified. As no further information was received and no further investigation is possible, the manufacturer will proceed with the case closure at this time. Should the manufacturer receive further information in the future, the case will be reopened and further actions will be taken as applicable.

Event description:
Received information from patient tracking department: on (B)(6) 2017, a patient received a perceval valve pvs23. On (B)(6) 2021, the manufacturer was informed that the patient is being evaluated for a tavi procedure. No further information provided about any device dysfunction nor patient status at this time.